Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy or its employees that the report constitutes an admission that the device, depuy , or its employees caused or contributed to the potential event described in this report. Additional information: a2, a3: subsequent follow-up with the customer, additional information was received. It was further reported that the patient was a 40 year old male. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown . Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: gliatis, j., et al (2005), chondral injury due to migration of a mitek rapidloc meniscal repair implant after successful meniscal repair: a case report, knee surgery sports traumatology arthroscopy, vol.13(4), pages 280-282 (greece). The study emphasizes on a (B)(6) industrial worker who complained of pain and mild swelling of the medial compartment of the left knee, 12 months after an arthroscopic anterior cruciate ligament (acl) reconstruction and medial meniscal tear repair. The patient was advised to rest and was given an anti-inflammatory medication for one week as initial management. However, the symptoms were not relieved, so a diagnostic arthroscopy, which showed a marked chondral injury of the medial femoral condyle, was done. On a second careful look at the area, a part of the implant was seen impacted in the posterior horn of the meniscus. The implant was removed, and the chondral lesion was abraded with the shaver. The case report describes the following procedure: an arthroscopic acl reconstruction and medial meniscal tear repair. The devices involved were: 2 mitek rapidloc (mitek surgical products, westwood, ma, USA) meniscal repair implants in the posterior portion of the tear and no. 2.0 nonabsorbable vertical mattress suture in the anterior portion of the tear. Complications mentioned in the article: tenderness in the medial compartment of the operated knee. Pain that was mild during the night but became severe when the flexion exceeded 90°.